Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors on the power motor relay, power signal interface, and ps2 power supply were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an uninitiated shut down. No pt or user injury reported.